Event description:
Info rec'd from the physician who treated the woman during the hospitalization - the woman was using one device and changing cartridges of nph and regular insulin which were different in size. The physician stated that due to a problem with the adjustment of the piston for a different size cartridge, the woman was not receiving much or any of her nph dose and was admitted in diabetic ketoacidosis. The physician also reported that the woman had two previous hospitalizations for diabetic ketoacidosis prior to using the novopen 1.5 device and novolin insulin products. No further info was provided by the physician.